Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The incident was reported by methodist hospital. The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the rn used the primary plum IV tubing set to hang and administer IV albumin using the primary IV tubing in question. Upon returning to the patient¿s room, a defect cut was identified in the IV tubing, which resulted in the albumin infusing onto the patient¿s bed. The exact amount of medication received by the patient remained unknown. The IV tubing involved was removed and set aside in a patient belongings bag for further review. The event occurred during infusion. There was patient involvement and no harm reported.